Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic module failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. No issues or errors found in the log files. It successfully passed all functional and safety tests, meeting factory specifications. It is now cleared for clinical use. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a